Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's implantable neurostimulator charge would only last three days after recharging and then has to recharge for 4-6 hours again, and believes it should last at least a week. The caller explained that they were currently not feeling stimulation because their ins had died in the middle of the night. They also noted that when they did feel stimulation, they felt it in their belly and not in their back. The patient additionally described that there were discrepancies in the charge level between the programmer and recharger. The patient indicated they have an appointment with their manufacturer representative on (B)(6) 2017. Follow-up being performed for additional information.